Event description:
It was reported that in an xmcp case, the first x-post used allowed the head of the lag screw to pass through. The x-post was exchanged for other one, of the same size, and it was placed fine. Final result was good and the joint compressed well.